Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that experienced severe complications related to the implant, including but not limited to extreme pain, discomfort, erosion, dyspareunia and underwent corrective surgery to remove all or part of the pelvic mesh. No further info has been provided.